Manufacturer narrative:
(B)(4).in review of the complaint, it was determined that this is a duplicate complaint to manufacturer report number: 1423500-2010-00059.

Event description:
The customer contact reported that the device did not alarm for end of infusion when delivery was complete. At an unspecified time, the device was programmed to deliver cipro 400mg in 250ml, at the rate 125ml/hr, with a 125ml vtbi (volume to be infused) and the delivery was started. The customer contact reported the pharmacist indicated the drug library is programmed for end of infusion "none"; therefore, the device was expected to sound an audible tone and stop delivery when the programmed vtbi has been delivered. No further programming parameters were provided. After an unspecified length of time while checking on the pt, the nurse noted the cipro container was empty, instead of the expected 125ml remaining. The nurse reported that the device did not display or sound an audible alarm indicating the end of infusion as expected and the device was continuing to deliver at the programmed rate of 125ml/hr. The physician was notified. No medical interventions were required. The customer contact reported there was no change in the pt status and no reported adverse pt effects. The device remained in clinical use. Though requested, no additional info was provided.

Event description:
During a follow up call for complaint (B) (4), the home patient (hp) mentioned that about two weeks after this incident, she was sitting on her front porch and noticed that she was wet down the front of her pants. The hp at first believed that she was wet because she had just been washing dishes. She then discovered that the transfer set had become disconnected again. The hp could not remember if there was a complete separation or if the transfer set was loose and leaking. The hp was admitted to the hospital for two days again with peritonitis. That sample was discarded and the lot number was unknown. The hp stated that since then tape has been used to prevent this from occurring and she has had no problems. Additional information was received from global pharmacovigilance and included the following: on (B) (6) 2009, the hp was diagnosed with peritonitis and was admitted to the hospital. The hp was treated with antibiotics (specifics unknown) while in the hospital. The nurse does not know what caused the bacterial peritonitis. On (B) (6) 2009, the hp was discharged from the hospital and the bacterial peritonitis was considered resolved. Peritoneal dialysis therapy with dianeal is ongoing.

Manufacturer narrative:
(B) (4). The device was discarded and therefore not available for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported an issue with freestyle navigator continuous glucose monitoring system. Upon visual inspection of the returned product, a crack/fracture was observed on the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.